Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the inserter broke off within the spacer while the spacer was being installed during surgery. The tip was unable to be removed from the spacer so remains in the patient.

Manufacturer narrative:
Additional information: the returned inserter shaft was evaluated. The threaded tip was confirmed to have fractured off as reported. The labeling and manufacturing records were reviewed; there are no indications that either contributed to this event. The cause is contributed to excessive force placed on the device during usage that overcame the mechanical capabilities of the device. A slight design enhancement was made shortly after the manufacture of this device to reduce the probability of this type of occurrence. This event was assessed and was found to meet the current risk profile.

Event description:
It was reported that the tip of the inserter broke off within the spacer while the spacer was being installed during surgery. The tip was unable to be removed from the spacer so remains in the patient.